Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the seals tore in the trocars. It was difficult to maintain pneumoperitonuem. There was no consequence to the pt.